Event description:
Physician reported out of box functional issue with four catheters in which the drug would not disperse because the eyelets were not drilled to allow the drug to flow out. One defective catheter is remaining, which is available for investigation.